Event description:
In 2004, therapy patient was implanted with a vented electric left ventricle assist device (lvad). It was reported by the vad coordinator, that the patient was at home and felt a surge and slight pause in the pump. The patient was asked to come into the hospital for evaluation. When the patient arrived to the hospital, the vent filter assembly was taken apart. The assembly was cleaned and blown out with air. After that no problems occurred. The vad coordinator instructed the patient to check their vent filter every other week. The patient remains on lvad support while awaiting a heart transplant.